Manufacturer narrative:
Sc-2316-50e (sn: (B)(4)) device evaluation indicated that the lead passed all tests performed. Sc-2316-50e (sn: (B)(4)) device evaluation indicated that during lead pull/removal of trial leads, one of the leads broke. Visual inspection revealed that the distal end was fractured and electrodes e1-e3 were not returned. The electrodes most likely got caught on the patient's spine during the lead pull.

Event description:
A report was received that during the removal of the trial leads, one of the leads broke off and three contacts were floating at the back in subcutaneous tissue. The patient underwent a revision procedure wherein the remaining portion of the lead was removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during the removal of the trial leads, one of the leads broke off and three contacts were floating at the back in subcutaneous tissue. The patient underwent a revision procedure wherein the remaining portion of the lead was removed.